Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an evo+ collamer lens in the patient's left eye (os). The patient experienced a visible distortion to the iris. No further information has been provided. At the date of MDR submission, multiple attempts to contact reporter have been unsuccessful.

Manufacturer narrative:
Additional information: the reporter indicated the surgeon implanted a vicm5_13.2, 13.2mm, -8 diopter lens. Patient also experienced excessive vault, elevated iop, significant reduction of irido-corneal angles and glare/haloes. Lens remains implanted. (B)(4). Lens work order search: no similar complaint types were reported for units within the same lot. (B)(4).